Event description:
The following information was provided: revision left total hip due to dislocation, replaced with new construct. Update 3/20/2026: 1. Femoral head came out of liner. 2. Shell and stem were retained.

Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.